Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported he was using the bd safe clip with dexcom infusion set needle. The needle would not clip off with the safe clip device, was using for about 6 months. No longer will clip needle. Lot # 3005001. Catalog# 328235. Date of event unknown. Sample status discard. Caller did not want to leave further information. (B)(6).

Manufacturer narrative:
H3 other text : device is not available.